Manufacturer narrative:
During initial visual examination of the returned blood pump, an air cushion could be detected between the membrane layers. For further analysis, the pump was disassembled, and the membrane layers were individually examined. A small tear was detected in the air-side layer along the connection between the air-side layer and the housing (in the area of the rolling radius of the stabilization ring). The middle layer and the blood-side layer of the triple layer membrane were found to be intact. The thickness of the defective membrane layer and the one adjacent was re-measured at defined points. The thickness of the individual layers at all defined points was found to be within specification at the time of the re-measurement. The thickness in the area around the leakage was found to not be within specification at the time of the re-measurement. According to device history record, the blood pump in question passed all tests and the final examination at berlin heart prior to release the pump. The membrane defect is a tear along the connection between the membrane and the pump housing as if the membrane layer was peeled off from the pump housing by tensile forces. The most likely scenario is that the stabilization ring had dislodged from its intended position and thereby damaged the membrane. This could lead to an asymmetrical workload overstretching the membrane in the region of the defect which led to the membrane layer tearing from the connection to the housing. As a result, the defect of the air-side layer of the membrane, air got in between the membrane layers and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(4) 2020 (1 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A detailed investigation report will be provided as soon as it becomes available.

Event description:
Berlin heart inc. Was informed by the clinic that after doing a pump change for suspected thrombus, the new pump was reported to not be filling or ejecting. The clinic attempted to adjust the pressure settings, but it had no effect on the functioning of the pump. The second pump change went well and without any issues. The patient was not harmed during the event.

Manufacturer narrative:
The affected blood pump was not returned to berlin heart and was therefore not available for examination. A review of the production records was carried out and no abnormalities were found. Since the pump was not returned, we are unable to confirm the customer complaint. Inquiries send to the clinic about the whereabouts of the blood pump were not answered.